Manufacturer narrative:
The investigation determined that higher than expected vitros troponin I es (tropi es) results were obtained from a patient sample and from a known troponin I free sample processed using vitros troponin I es reagent on a refurbished vitros eci immunodiagnostic system. The most likely assignable cause is an instrument related issue. A pre-service within run vitros tropi es precision test performed produced results that were not within acceptable guidelines. A field engineer (fe) then performed services to the instrument that included replacement of the reagent metering probe, air injection tubing, signal reagent dispense tips, signal reagent probe and sample metering probe. A post-service vitros tropi es within run precision test yielded results that were within acceptable guidelines showing that the instrument was returned to expected operation. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, an initial sample related issue could not be ruled out as a contributor to the event as a re-drawn sample did not produce a higher than expected vitros tropi es result. Based on historical quality control results a vitros tropi es reagent lot 3040 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es reagent lot 3040. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3040 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.

Event description:
A customer reported higher than expected vitros troponin I es (tropi es) results from a patient sample processed using vitros troponin I es reagent in combination with a refurbished vitros eci immunodiagnostic system. Another higher than expected vitros tropi es result was obtained during the performance of pre-service within run precision testing using negative pooled patient samples on the same instrument. Patient sample results of 0.072 ng/ml and 0.073 ng/ml versus the expected result of <0.012 ng/ml tropi es free sample result of 0.059 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results. A corrected report was later issued and there were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).